Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction. Device issue: no device malfunction was reported. It was reported that per the pt's primary physician, the pt underwent stenting of the lad in 2009, with a xience v stent. The pt reported that since the implant date, has experienced a "hot" feeling in his blood with no associated rash or other symptoms. The physician has stopped the pt's norvasc recently, which was started a few weeks post implant date, and the symptoms have slightly improved, but still remain. There has been no treatment other than instructions for diet restrictions. The physician will be sending the pt for allergy testing. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident info. Allergic reaction, as noted in the xience v instructions (IFU) for use and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states that the xience v stent is contraindicated for use in pts with "hypersensitivity or contraindication to everolimus, cobalt, chromium, nickel, tungsten, acrylic, and fluoro-polymers". A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.